Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was a a case of an attempted implant due to an unknown product performance issue. This rv lead was never in service. No adverse patient effects were reported.